Event description:
Patient experienced depilation of the head during the placing of a head clipping coil. The user facility requested the evaluation of the device by a toshiba service engineer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).additional manufacturer narrative (in addition to narrative in original submission):since the system is not equipped with the dose meter, it is calculated by the x-ray conditions. The dose calculation result for the patient with hair lost is below.fluoroscopy pulsed fluoroscopy conditions (the typical condition in this case) /tube voltage :70kv /tube current : 50ma /pulse width : 10msec /pulse rate: 15fps / fluoroscopy cumulative time: 20min / fluoroscopy cumulative dose (on the patient's surface) : 693.5mgyradiography radiography conditions (the typical condition in this case) /tube voltage :70kv /tube current : 400ma / pulse width: 60msec / frame rate :5fps /the number of radiography frames: 1107 /radiography total dose (on the patient's surface) : 2047.21mgy. The total dose value is the sum of fluoroscopy cumulative dose and radiography total dose. The total dose value on the patient's surface is 2740.71mgy.

Manufacturer narrative:
The system was evaluated by a toshiba service engineer, to include radiation dose. The system was found to be within manufacturer's specification. No system defects were noted. This report is being filed as the result of a retrospective review of complaints during an internal audit.